Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right atrial (ra) lead pacing impedance is now higher than the right ventricular (rv) lead pacing impedance. The current non-boston scientific ra lead measurement is at 491 ohms and the rv lead measurement is at 475 ohms with a shock lead impedance measurement at 68 ohms. Technical services (ts) was consulted, and no additional information has been provided at this time. The device and leads remain in service. No adverse patient effects were reported. Received additional information from technical services (ts) the right ventricular (rv) lead shock impedance trend over the prior year to the end of august of this year had increased modestly from 60 ohms to 70 ohms. It was also noted the health care professional (hcp) observed the shock impedance greater than 130 ohms earlier in the year, however there were no stored events to review. Ts provided troubleshooting and device optimization recommendations. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right atrial (ra) lead pacing impedance is now higher than the right ventricular (rv) lead pacing impedance. The current non-boston scientific ra lead measurement is at 491 ohms and the rv lead measurement is at 475 ohms with a shock lead impedance measurement at 68 ohms. Technical services (ts) was consulted, and no additional information has been provided at this time. The device and leads remain in service. No adverse patient effects were reported. Received additional information from technical services (ts) the right ventricular (rv) lead shock impedance trend over the prior year to the end of august of this year had increased modestly from 60 ohms to 70 ohms. It was also noted the health care professional (hcp) observed the shock impedance greater than 130 ohms earlier in the year, however there were no stored events to review. Ts provided troubleshooting and device optimization recommendations. The device and leads remain in service. No adverse patient effects were reported.